Event description:
In 2008, the lay user/patient contacted lifescan (lfs) alleging that the penlet plus lancing device casing was cracked/broken. The complaint was classified based on the customer care advocate's (cca) documentation since the medical affairs specialist (mas) was unable to contact the patient to obtain additional information. The mas mailed a letter to the patient on november 5, 2008, in an attempt to contact the patient for the follow-up questioning. The patient stated that she does not recall when the reported issue first occurred. During the time, she reportedly noticed that the lancing device was cracked/broken. At an unspecified time, after the reported issue, she reportedly experienced symptoms of "shakiness and sweatiness." It is not known whether the patient obtained any blood glucose readings on her meter during the issue and while experiencing the symptoms. The patient reportedly took no diabetes treatment actions following the issue and did not received/require any medical treatment or intervention for the diabetes. The patient was not tested on any other meter. The patient's product was replaced. Based on the provided information, this complaint is being reported because the patient allegedly developed symptoms that can be associated with hypoglycemia, after the reported issue began.

Manufacturer narrative:
Lifescan has requested the return of the subject lacing device for evaluation, but has not yet received it. If the lacing device is returned, it will be evaluated and, if the lacing device does not pass inspection, FDA will be informed of the results in a supplemental report.